Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). The patient reports that following 2 falls they are experiencing erratic and intermittent stimulation. During troubleshooting the patient tried decreasing the stim but the issue persisted. The patient indicated that they would follow up with their health care provider to check the lead placement and functionality. The first fall occurred on the (B)(6); she fell on her left side off a chair she was standing on. On (B)(6) 2016 she slipped and fell on her left side again while walking with her cane. During the second fall the ins was off as the patient was on vacation and wanted to conserve power because they didn¿t bring their charger. She got home and charged from 25% to 100% monday night (B)(6) 2016. She turned the stim on for the 1st time today and cannot feel anything. It was noted that the ins was on 75% charge and was delivering at the same rate as before the patient went out of town. The patient states that it felt like it came on and then turned off 5 minutes later and then did the same thing again. Now she feels no stim no matter what she does. All troubleshooting was exhausted and the patient was instructed to follow up with their health care provider. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the patient saw their hcp and somebody there tried to connect the machine. Patient was not sure whether the issues have been resolved yet or not.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's orientations were verified. The sensor is working appropriately. The patient was reprogrammed with good coverage to painful areas and no further complaints of stimulation cutting out. The patient had a complaint of stimulation cutting out once and no other times. No further follow-up required at this time.